Event description:
It was reported that this patient has received 3 inappropriate shock therapies, not isolated to a single episode, due to oversensing of atrial driven arrhythmias with aberrancy. Reportedly, the patient has a concomitant pacemaker system. Technical services reviewed the case and suggested some re-programming options and recommended as well to control the arrhythmia with other means, as medications. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was reprogrammed as corrective action. This s-ICD remains in service and no additional adverse patient effects were reported.